Event description:
Dispatched on call for cardiac arrest. Arrived on scene and attached remote paddles of heart monitor to the pt. Monitor interpretation of heart rhythm appeared to be ventricular fibrillation. Charged defibrillator to 200 joules. Pushed shock buttons of defibrillator and the wire connection at the unit arced and failed to discharge the energy to the pt. Attempted to push on cable connection in an effort to perhaps tighten a loose connection. Charged the defibrillator once more to 200 joules. Pushed shock buttons and the unit again arced. Placed the unit out of svc. Called for an add'l defibrillator and got an ECG of asystole.